Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
In 2008, (exact primary surgery date is unknown), the primary surgery (tlif) was performed on l5/s for lumber canal stenosis. Approximately 6 months after the surgery, it was found that the left screw on s fractured into two pieces near the screw tip (about 1 cm from the tip). There was no complaint of pain from the patient. In 2009 another surgery was performed in order to give additional reduction. (This surgery was not done due to the fracture of the screw.) And, at this surgery, the fractured screw was retrieved and another new screw was placed. The tip of the fractured screw still remains in the patient.